Event description:
The customer reported the system displayed an error message requiring the system to be rebooted. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors. The system operates as intended.